Manufacturer narrative:
The exam could not be completed and the patient was removed from the table. No additional contrast was injected into the patient.

Event description:
When using da to do runoffs of the legs, the system hit a generator overload. The cause of the overload was due to an "aec" back-up". Since this is being used as an angio system, there should not be an aec back-up that interrupts the x-ray sequence. This caused the system to terminate the run, but the power injector had already fired. The situation resulted in 30ml of contrast being injected down the legs of the patient and no images of that contrast.